Event description:
It was reported that the ventilator failed multiple tests during pre-use check including the internal leakage test among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pre-use check did not pass. Identification of issue has been done by analyzing problem description. There was no patient involvement. According to the information provided by the technician, the internal leakage test failed with message: "system volume too small" and with message: "excessive leakage", pressure transducer test failed and safety valve test failed. The air gas module was found defective and replaced. The issue has been resolved and the device was delivered to the user in working condition. The air gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 04/04/2022. Corrected manufacture date: 03/30/2022. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).